Event description:
A customer experienced a low readings issue with the adc freestyle libre, reporting that on (B)(6) 2019 at 18.00 a sensor scan result of 'lo' (reading less than 40 mg/dl) was received so he starting eating ice cream, biscuits, and croissant. However, he noticed he was thirsty, so he performed a blood glucose test on the built-in meter, which gave a result of 400 mg/dl at 18.30. The customer subsequently had a seizure and his wife injected 4 units of rapid insulin for treatment. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a low readings issue with the adc freestyle libre, reporting that on (B)(6) 2019 at 18.00 a sensor scan result of 'lo' (reading less than 40 mg/dl) was received so he starting eating ice cream, biscuits, and croissant. However, he noticed he was thirsty, so he performed a blood glucose test on the built-in meter, which gave a result of 400 mg/dl at 18.30. The customer subsequently had a seizure and his wife injected 4 units of rapid insulin for treatment. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.